Event description:
The customer contact reported that the device displayed a different rate than the original programmed rate. The pump was returned from an unspecified location to the biomedical engineering dept with a report that indicated, "pump turned off and turned on by itself, when it turned back on, the rate automatically changed to seventy something." No tracking info was provided; therefore, specific pt info, pump programming, or event details were not available. There were no reported adverse pt events while the device was in clinical service. During testing at the user facility, the device passed testing. Though requested, no additional info was provided.

Manufacturer narrative:
At this time, the customer will not be returning the device for evaluation. The device passed testing at the user facility and was returned to clinical service.